Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("abdominal pain/cramping"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps") and dyspareunia ("pain during intercourse"). At the time of the report, the intra-abdominal haemorrhage, vaginal infection, abdominal pain, abdominal pain lower, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered intra-abdominal haemorrhage, vaginal infection, abdominal pain, abdominal pain lower, menorrhagia, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: the events started shortly after the procedure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented non-menstrual abdominal bleeding (seen as intra-abdominal haemorrhage), serious event due to medical importance and unanticipated in essure's reference safety information. In this present case, after the procedure consumer presented this abdominal bleeding. Although minimal amount of information was provided, given essure pelvic localization and in the absence of plausible alternative explanation causality with essure cannot be excluded. This case was regarded as incident since serious injury was reported. The product technical analysis has been sought further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage left side") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 32-year-old female patient who had essure (batch no. A57118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (total number of pregnancies: 10), parity 2 (total number of live births:2 date of birth: (B)(6) 2008, (B)(6) 2010), miscarriage (09 miscarriages), ectopic pregnancy (2 ectopic pregnancies: left tubal ectopic pregnancy ((B)(6) 2013)), premature delivery (2 high risk pregnancies; 1st son born 11.5 weeks premature , 2nd son born with complications), hypothyroidism in 2010, asthma in 2010, salpingectomy and dysuria. Previously administered products included for prevent pregnancy: mirena in 2009, birth control pills from 2006 to 2007 and depo-provera; for regulate period: birth control pills from 2006 to 2007; for lower abdominal cramping: hydrocodone and motrin; for an unreported indication: guaifenesin, vancomycin, penicillin and morphine. Past adverse reactions to the above products included drug hypersensitivity with guaifenesin, morphine, penicillin and vancomycin. Concurrent conditions included urinary tract infection, hip sprain, bronchitis, neck strain, sciatica, uterine cervix carcinoma stage 0, polycystic ovaries, bacterial vaginosis, acute tonsillitis, acute cystitis, back muscle spasms, tenderness, perineal pain and anemia of chronic inflammation. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). In 2013, the patient experienced menorrhagia ("severe menstrual flow/menorrhagia"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vision blurred ("blurry vision"), confusional state ("confused feeling") and dizziness ("dizzy spells"). In 2014, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In 2017, the patient experienced skin discolouration ("lower stomach and chest is discolored; looks bruised (reddish purple color), but there is no actual bruise"). In (B)(6) 2018, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, 4 years 10 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge and cervical cyst ("cervix with nabothian cystsa and acute"). The patient was treated with analgesics, other antiemetics, muscle relaxants (muscle relaxant), cyanocobalamin (b12 vitamin star), surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device breakage, intra-abdominal haemorrhage, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, tooth disorder, weight increased, alopecia, skin discolouration, vaginal haemorrhage, allergy to metals, nausea and cervical cyst outcome was unknown and the fatigue, vision blurred, confusional state and dizziness had resolved. The reporter considered allergy to metals, alopecia, cervical cyst, confusional state, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, intra-abdominal haemorrhage, menorrhagia, nausea, perforation, skin discolouration, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: the events started shortly after the procedure. She did not had complications or problems that occurred at the time of your essure placement procedure. She retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: perforation (B)(6) 2013, hysterosalpingogram: total bilateral occlusion, probable small area of adhesion/scar in the right uterine fundus. (B)(6) 2010, ultrasound of the pelvis: impression: iud within the endometrium, but no evidence of gestational sac. Dominant follicular cyst on the right ovary. (B)(6) 2012, chest pa and lateral radiographs: finding: frontal and lateral chest radiographs show cardio mediastinal silhouette within normal limits. The lungs are clear and so are the pleural spaces with a midline trachea. The bones are unremarkable. (B)(6) 2013, transvaginal obstetric pelvic ultrasound: findings: the uterus is of normal size. No intrauterine pregnancy is identified. The ovaries are of normal size with the right measuring 3.6 x 1.3 x 2.3 cm and the left measuring 1.7 x 2.2 x 1.9 cm. Both ovaries have doppler flow. There is a relatively small amount of free fluid in the pelvis. Some of this fluid has the suggestion of low-level echoes as can be seen with blood products. Impression: no apparent intrauterine pregnancy. This may be due to early normal pregnancy, early failed pregnancy or ectopic pregnancy. Of note, there is at least a small amount of free fluid in the pelvis. Some of this fluid has low level echogenicity¿s which can be seen with blood products. Clinical correlation is needed. No ovarian torsion or mass. (B)(6) 2017, pelvis sonography: findings: uterus measures 9.9 x 3.6 x 4.7 cm in size. Endometrium 8 mm in thickness. There is focal heterogeneous echogenicity and perhaps increased blood flow in the ventral uterine myometrium, consider fibroid versus focal adenomyosis. Trace fluid noted in the endo cervical canal, uncertain if any significance. Also focal heterogeneous area, question hemorrhagic nabothian cystwith internal fluid-fluid level. This lesion is 7 mm in size. Right ovary measures 2.5 x 3.2 x 2.2 cm, left ovary 3.1 x 3 x 1.7 cm. I see no suspicious adnexal mass. Some echogenicity noted in the expected region of the fallopian tubes, presumably corresponding to the known essure implants. Impression: question hemorrhagic nabothian cyst, favor benign. No dominant adnexal mass. Of particular note, the ovaries do not appear polycystic currently. No pathologic endometrial thickening. Essure implants in place. (B)(6) 2017, CT abdomen and pelvis with contrast: findings: in the lowermost chest, heart size is normal. Extreme lung bases appear generally clear in the abdomen, the liver, pancreas, adrenal glands and kidneys appear normal in morphology enhancement pattern. Spleen is near upper limits of normal in size but not pathologically enlarged, and seemingly not significant change from previous. Gallbladder remains in place. I see no upper abdominal, retroperitoneal or mesenteric adenopathy. Visible,gi tract reveals no obstruction or acute inflammatory change in the upper abdomen. There is minimal rectus diastases but no ventral hernia. No hiatal hernia. No bowel wall pneumatosis, portal venous gas or pneumoperitoneum. Normal appendix seen right lower quadrant. Major vascular structures appear grossly patent. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, pelvic pain,cramping, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: quality-safety evaluation of ptc . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage left side") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 32-year-old female patient who had essure (batch no. A57118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (total number of pregnancies: 10), parity 2 (total number of live births:2 date of birth: (B)(6) 2008, (B)(6) 2010), miscarriage (09 miscarriages), ectopic pregnancy (2 ectopic pregnancies: left tubal ectopic pregnancy (B)(6) 2013)), premature delivery (2 high risk pregnancies; 1st son born 11.5 weeks premature , 2nd son born with complications), hypothyroidism in 2010, asthma in 2010, salpingectomy and dysuria. Previously administered products included for prevent pregnancy: mirena in 2009, birth control pills from 2006 to 2007 and depo-provera; for regulate period: birth control pills from 2006 to 2007; for lower abdominal cramping: hydrocodone and motrin; for an unreported indication: guaifenesin, vancomycin, penicillin and morphine. Past adverse reactions to the above products included drug hypersensitivity with guaifenesin, morphine, penicillin and vancomycin. Concurrent conditions included urinary tract infection, hip sprain, bronchitis, neck strain, sciatica, uterine cervix carcinoma stage 0, polycystic ovaries, bacterial vaginosis, acute tonsillitis, acute cystitis, back muscle spasms, tenderness, perineal pain and anemia of chronic inflammation. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). In 2013, the patient experienced menorrhagia ("severe menstrual flow/menorrhagia"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vision blurred ("blurry vision"), confusional state ("confused feeling") and dizziness ("dizzy spells"). In 2014, the patient experienced tooth disorder ("dental problems") and nausea ("nausea"). In september 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In 2017, the patient experienced skin discolouration ("lower stomach and chest is discolored; looks bruised (reddish purple color), but there is no actual bruise"). In (B)(6) 2018, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, 4 years 10 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, cervical cyst ("cervix with nabothian cystsa and acute") and cervix inflammation ("cervix chronic inflammation"). The patient was treated with analgesics, other antiemetics, muscle relaxants (muscle relaxant), cyanocobalamin (b12 vitamin star), surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device breakage, intra-abdominal haemorrhage, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, tooth disorder, weight increased, alopecia, skin discolouration, vaginal haemorrhage, allergy to metals, nausea, cervical cyst and cervix inflammation outcome was unknown and the fatigue, vision blurred, confusional state and dizziness had resolved. The reporter considered allergy to metals, alopecia, cervical cyst, cervix inflammation, confusional state, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, intra-abdominal haemorrhage, menorrhagia, nausea, perforation, skin discolouration, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: the events started shortly after the procedure. She did not had complications or problems that occurred at the time of your essure placement procedure. She retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: perforation (B)(6) 2013, hysterosalpingogram: total bilateral occlusion, probable small area of adhesion/scar in the right uterine fundus. (B)(6) 2010, ultrasound of the pelvis: impression: iud within the endometrium, but no evidence of gestational sac. Dominant follicular cyst on the right ovary. (B)(6) 2012, chest pa and lateral radiographs: finding: frontal and lateral chest radiographs show cardio mediastinal silhouette within normal limits. The lungs are clear and so are the pleural spaces with a midline trachea. The bones are unremarkable. (B)(6) 2013, transvaginal obstetric pelvic ultrasound: findings: the uterus is of normal size. No intrauterine pregnancy is identified. The ovaries are of normal size with the right measuring 3.6 x 1.3 x 2.3 cm and the left measuring 1.7 x 2.2 x 1.9 cm. Both ovaries have doppler flow. There is a relatively small amount of free fluid in the pelvis. Some of this fluid has the suggestion of low-level echoes as can be seen with blood products. Impression: no apparent intrauterine pregnancy. This may be due to early normal pregnancy, early failed pregnancy or ectopic pregnancy. Of note, there is at least a small amount of free fluid in the pelvis. Some of this fluid has low level echogenicity¿s which can be seen with blood products. Clinical correlation is needed. No ovarian torsion or mass. (B)(6) 2017, pelvis sonography: findings: uterus measures 9.9 x 3.6 x 4.7 cm in size. Endometrium 8 mm in thickness. There is focal heterogeneous echogenicity and perhaps increased blood flow in the ventral uterine myometrium, consider fibroid versus focal adenomyosis. Trace fluid noted in the endo cervical canal, uncertain if any significance. Also focal heterogeneous area, question hemorrhagic nabothian cystwith internal fluid-fluid level. This lesion is 7 mm in size. Right ovary measures 2.5 x 3.2 x 2.2 cm, left ovary 3.1 x 3 x 1.7 cm. I see no suspicious adnexal mass. Some echogenicity noted in the expected region of the fallopian tubes, presumably corresponding to the known essure implants. Impression: question hemorrhagic nabothian cyst, favor benign. No dominant adnexal mass. Of particular note, the ovaries do not appear polycystic currently. No pathologic endometrial thickening. Essure implants in place. (B)(6) 2017, CT abdomen and pelvis with contrast: findings: in the lowermost chest, heart size is normal. Extreme lung bases appear generally clear in the abdomen, the liver, pancreas, adrenal glands and kidneys appear normal in morphology enhancement pattern. Spleen is near upper limits of normal in size but not pathologically enlarged, and seemingly not significant change from previous. Gallbladder remains in place. I see no upper abdominal, retroperitoneal or mesenteric adenopathy. Visible,gi tract reveals no obstruction or acute inflammatory change in the upper abdomen. There is minimal rectus diastases but no ventral hernia. No hiatal hernia. No bowel wall pneumatosis, portal venous gas or pneumoperitoneum. Normal appendix seen right lower quadrant. Major vascular structures appear grossly patent. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, pelvic pain,cramping, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added, cervic inflammation incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage left side") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 32-year-old female patient who had essure (batch no. A57118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (total number of pregnancies: 10), parity 2 (total number of live births:2 date of birth: 14jun2008, 11aug2010), miscarriage (09 miscarriages), ectopic pregnancy (2 ectopic pregnancies: left tubal ectopic pregnancy (05may2013)), premature delivery (2 high risk pregnancies; 1st son born 11.5 weeks premature , 2nd son born with complications), hypothyroidism in 2010, asthma in 2010, salpingectomy and dysuria. Previously administered products included for prevent pregnancy: mirena in 2009, birth control pills from 2006 to 2007 and depo-provera; for regulate period: birth control pills from 2006 to 2007; for lower abdominal cramping: hydrocodone and motrin; for an unreported indication: guaifenesin, vancomycin, penicillin and morphine. Past adverse reactions to the above products included drug hypersensitivity with guaifenesin, morphine, penicillin and vancomycin. Concurrent conditions included urinary tract infection, hip sprain, bronchitis, neck strain, sciatica, uterine cervix carcinoma stage 0, polycystic ovaries, bacterial vaginosis, acute tonsillitis, acute cystitis, back muscle spasms, tenderness, perineal pain and anemia of chronic inflammation. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). In 2013, the patient experienced menorrhagia ("severe menstrual flow/menorrhagia"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vision blurred ("blurry vision"), confusional state ("confused feeling") and dizziness ("dizzy spells"). In 2014, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss") and nausea ("nausea"). In september 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In 2017, the patient experienced skin discolouration ("lower stomach and chest is discolored; looks bruised (reddish purple color), but there is no actual bruise"). In january 2018, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, 4 years 10 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge and cervical cyst ("cervix with nabothian cystsa and acute"). The patient was treated with analgesics, other antiemetics, muscle relaxants (muscle relaxant), cyanocobalamin (b12 vitamin star), surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device breakage, intra-abdominal haemorrhage, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, tooth disorder, weight increased, alopecia, skin discolouration, vaginal haemorrhage, allergy to metals, nausea and cervical cyst outcome was unknown and the fatigue, vision blurred, confusional state and dizziness had resolved. The reporter considered allergy to metals, alopecia, cervical cyst, confusional state, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, intra-abdominal haemorrhage, menorrhagia, nausea, perforation, skin discolouration, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: the events started shortly after the procedure. She did not had complications or problems that occurred at the time of your essure placement procedure. She retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: perforation 12-jun-2013, hysterosalpingogram: total bilateral occlusion, probable small area of adhesion/scar in the right uterine fundus. 31-oct-2010, ultrasound of the pelvis: impression: iud within the endometrium, but no evidence of gestational sac. Dominant follicular cyst on the right ovary. 29-sep-2012, chest pa and lateral radiographs: finding: frontal and lateral chest radiographs show cardio mediastinal silhouette within normal limits. The lungs are clear and so are the pleural spaces with a midline trachea. The bones are unremarkable. 05-jan-2013, transvaginal obstetric pelvic ultrasound: findings: the uterus is of normal size. No intrauterine pregnancy is identified. The ovaries are of normal size with the right measuring 3.6 x 1.3 x 2.3 cm and the left measuring 1.7 x 2.2 x 1.9 cm. Both ovaries have doppler flow. There is a relatively small amount of free fluid in the pelvis. Some of this fluid has the suggestion of low-level echoes as can be seen with blood products. Impression: no apparent intrauterine pregnancy. This may be due to early normal pregnancy, early failed pregnancy or ectopic pregnancy. Of note, there is at least a small amount of free fluid in the pelvis. Some of this fluid has low level echogenicity¿s which can be seen with blood products. Clinical correlation is needed. No ovarian torsion or mass. 18-sep-2017, pelvis sonography: findings: uterus measures 9.9 x 3.6 x 4.7 cm in size. Endometrium 8 mm in thickness. There is focal heterogeneous echogenicity and perhaps increased blood flow in the ventral uterine myometrium, consider fibroid versus focal adenomyosis. Trace fluid noted in the endo cervical canal, uncertain if any significance. Also focal heterogeneous area, question hemorrhagic nabothian cystwith internal fluid-fluid level. This lesion is 7 mm in size. Right ovary measures 2.5 x 3.2 x 2.2 cm, left ovary 3.1 x 3 x 1.7 cm. I see no suspicious adnexal mass. Some echogenicity noted in the expected region of the fallopian tubes, presumably corresponding to the known essure implants. Impression: question hemorrhagic nabothian cyst, favor benign. No dominant adnexal mass. Of particular note, the ovaries do not appear polycystic currently. No pathologic endometrial thickening. Essure implants in place. 12oct2017, CT abdomen and pelvis with contrast: findings: in the lowermost chest, heart size is normal. Extreme lung bases appear generally clear in the abdomen, the liver, pancreas, adrenal glands and kidneys appear normal in morphology enhancement pattern. Spleen is near upper limits of normal in size but not pathologically enlarged, and seemingly not significant change from previous. Gallbladder remains in place. I see no upper abdominal, retroperitoneal or mesenteric adenopathy. Visible,gi tract reveals no obstruction or acute inflammatory change in the upper abdomen. There is minimal rectus diastases but no ventral hernia. No hiatal hernia. No bowel wall pneumatosis, portal venous gas or pneumoperitoneum. Normal appendix seen right lower quadrant. Major vascular structures appear grossly patent. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, pelvic pain,cramping, menorrhagia. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received: new event: cervical cyst was added. On 19-mar-2018: medical record received. Reporter added. Concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage left side") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 32-year-old female patient who had essure (batch no. A57118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (total number of pregnancies: 10), parity 2 (total number of live births:2 date of birth: 14jun2008, 11aug2010), miscarriage (09 miscarriages), ectopic pregnancy (2 ectopic pregnancies: left tubal ectopic pregnancy (05may2013)), premature delivery (2 high risk pregnancies; 1st son born 11.5 weeks premature , 2nd son born with complications), hypothyroidism in 2010, asthma in 2010, salpingectomy and dysuria. Previously administered products included for prevent pregnancy: mirena in 2009, birth control pills from 2006 to 2007 and depo-provera; for regulate period: birth control pills from 2006 to 2007; for lower abdominal cramping: hydrocodone and motrin; for an unreported indication: guaifenesin, vancomycin, penicillin and morphine. Past adverse reactions to the above products included drug hypersensitivity with guaifenesin, morphine, penicillin and vancomycin. Concurrent conditions included urinary tract infection, hip sprain, bronchitis, neck strain, sciatica, uterine cervix carcinoma stage 0, polycystic ovaries, bacterial vaginosis, acute tonsillitis, acute cystitis and localised muscle pain. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"). In 2013, the patient experienced menorrhagia ("severe menstrual flow/menorrhagia"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vision blurred ("blurry vision"), confusional state ("confused feeling") and dizziness ("dizzy spells"). In 2014, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss") and nausea ("nausea"). In september 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In 2017, the patient experienced skin discolouration ("lower stomach and chest is discolored; looks bruised (reddish purple color), but there is no actual bruise"). In january 2018, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, 4 years 10 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with analgesics, other antiemetics, muscle relaxants (muscle relaxant), cyanocobalamin (b12 vitamin star), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device breakage, intra-abdominal haemorrhage, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, tooth disorder, weight increased, alopecia, skin discolouration, vaginal haemorrhage, allergy to metals and nausea outcome was unknown and the fatigue, vision blurred, confusional state and dizziness had resolved. The reporter considered allergy to metals, alopecia, confusional state, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, intra-abdominal haemorrhage, menorrhagia, nausea, perforation, skin discolouration, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: the events started shortly after the procedure. She did not had complications or problems that occurred at the time of your essure placement procedure. She retained the essure device or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: perforation (B)(6) 2013, hysterosalpingogram: total bilateral occlusion, probable small area of adhesion/scar in the right uterine fundus. (B)(6) 2010, ultrasound of the pelvis: impression: iud within the endometrium, but no evidence of gestational sac. Dominant follicular cyst on the right ovary. (B)(6) 2012, chest pa and lateral radiographs: finding: frontal and lateral chest radiographs show cardio mediastinal silhouette within normal limits. The lungs are clear and so are the pleural spaces with a midline trachea. The bones are unremarkable. (B)(6) 2013, transvaginal obstetric pelvic ultrasound: findings: the uterus is of normal size. No intrauterine pregnancy is identified. The ovaries are of normal size with the right measuring 3.6 x 1.3 x 2.3 cm and the left measuring 1.7 x 2.2 x 1.9 cm. Both ovaries have doppler flow. There is a relatively small amount of free fluid in the pelvis. Some of this fluid has the suggestion of low-level echoes as can be seen with blood products. Impression: no apparent intrauterine pregnancy. This may be due to early normal pregnancy, early failed pregnancy or ectopic pregnancy. Of note, there is at least a small amount of free fluid in the pelvis. Some of this fluid has low level echogenicity¿s which can be seen with blood products. Clinical correlation is needed. No ovarian torsion or mass. (B)(6) 2017, pelvis sonography: findings: uterus measures 9.9 x 3.6 x 4.7 cm in size. Endometrium 8 mm in thickness. There is focal heterogeneous echogenicity and perhaps increased blood flow in the ventral uterine myometrium, consider fibroid versus focal adenomyosis. Trace fluid noted in the endo cervical canal, uncertain if any significance. Also focal heterogeneous area, question hemorrhagic nabothian cystwith internal fluid-fluid level. This lesion is 7 mm in size. Right ovary measures 2.5 x 3.2 x 2.2 cm, left ovary 3.1 x 3 x 1.7 cm. I see no suspicious adnexal mass. Some echogenicity noted in the expected region of the fallopian tubes, presumably corresponding to the known essure implants. Impression: question hemorrhagic nabothian cyst, favor benign. No dominant adnexal mass. Of particular note, the ovaries do not appear polycystic currently. No pathologic endometrial thickening. Essure implants in place. (B)(6) 2017, CT abdomen and pelvis with contrast: findings: in the lowermost chest, heart size is normal. Extreme lung bases appear generally clear in the abdomen, the liver, pancreas, adrenal glands and kidneys appear normal in morphology enhancement pattern. Spleen is near upper limits of normal in size but not pathologically enlarged, and seemingly not significant change from previous. Gallbladder remains in place. I see no upper abdominal, retroperitoneal or mesenteric adenopathy. Visible,gi tract reveals no obstruction or acute inflammatory change in the upper abdomen. There is minimal rectus diastases but no ventral hernia. No hiatal hernia. No bowel wall pneumatosis, portal venous gas or pneumoperitoneum. Normal appendix seen right lower quadrant. Major vascular structures appear grossly patent quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Event perforation, device breakage left side, apareunia, dental problems, fatigue, weight gain, alopecia, skin discoloration, vaginal bleeding, pelvic pain, nausea, dizziness, confusional state, nickel allergy, vision blurred. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented non-menstrual abdominal bleeding (seen as intra-abdominal haemorrhage), serious event due to medical importance and unanticipated in essure's reference safety information. In this present case, after the procedure consumer presented this abdominal bleeding. Although minimal amount of information was provided, given essure pelvic localization and in the absence of plausible alternative explanation causality with essure cannot be excluded. This case was regarded as incident since serious injury was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.